Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The event's site full address was abbreviated as the name exceeded maximum character limit. The complete address is, "madurai-tuticorin ring road, anuppanadi, velammal village." A field service engineer (fse) reported evaluating the iabp. The issue was rectified by replacing the scroll compressor. The iabp was not released for clinical service as the iabp is still under further observation. A supplemental report will be submitted upon conclusion results.

Event description:
The customer initially reported that the cardiosave intra-aortic balloon pump (iabp) presented with an autofill failure. There was no patient involvement and no adverse event was reported. After attending the call the biomedical engineer could not duplicate the reported issue immediately, but after testing the iabp for 3 hours, which was working within the specifications, the biomedical engineer observed the iabp generated a "may require maintenance message" on the screen. Then after 3 hours of testing and after having switched the iabp off, and on again after around 15 minutes the self test didn¿t pass and was giving powered test fail code #14. When switched off and again on, the unit worked, but would repeat the same scenario after around 3 hours.

Manufacturer narrative:
The field service engineer reported that the iabp was repaired, tested, and cleared for clinical use.

Event description:
The customer initially reported that the cardiosave intra-aortic balloon pump (iabp) presented with an autofill failure. There was no patient involvement and no adverse event was reported. After attending the call the biomedical engineer could not duplicate the reported issue immediately, but after testing the iabp for 3 hours, which was working within the specifications, the biomedical engineer observed the iabp generated a "may require maintenance message" on the screen. Then after 3 hours of testing and after having switched the iabp off, and on again after around 15 minutes the self test didn¿t pass and was giving powered test fail code #14. When switched off and again on, the unit worked, but would repeat the same scenario after around 3 hours.